Event description:
The user's hearing with the device was affected. Re-implantation was performed in (B)(6) 2023.

Manufacturer narrative:
Conclusion: damage to the bifilar wire which are consistent with an external impact was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing with the device is affected. She went into the clinic for a control appointment and there was no hearing sensation detected when the device was stimulated directly.